Event description:
It was reported that during implantation the valve was found to have a leak in the delta chamber. The sales representative reported that he suspected contact with the metal retractor during implant.